Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call bad sensor alarm. Customer's blood glucose level was 7.1 mmol/l. Customer inserted a new sensor and 2 hours later received a bad sensor alarm. Customer advised the electrode was very short. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.